Event description:
Customer reported a malfunction alarm with code malf 12 on their pump, which had occurred at least three times previously but had not caused the blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump with one that has updated software, and the customer was instructed on how to return the malfunctioning pump to tandem and what steps to follow upon receiving the replacement.